Manufacturer narrative:
The actual complaint product for lot number, aa4314f13 was not returned for evaluation. The device history record for the reported lot number, aa4314f13, was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving the same patient. This is the second of two reports. Refer to report 9611594-2015-00109 for the first report. Refer to report 9611594-2015-00120 for the second report. A report was received from (B)(6) stating the enteral feeding balloon burst after 18-days of use. The device burst at the bottom of the balloon. There was leaking noted at the anti-reflux valve. Lubricant was used on the balloon when placing the initial device. The name of the lubricant was not known. The family was unable to reinsert the device. Medical intervention was performed using a standard device replacement procedure. The patient has been using enteral feeding devices for five years. No additional information was provided in regards to the patient's status and the outcome of the procedure.